Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A manager reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with his/her vision. The clinical reason for iol exchange was toric power, lens power rotation was off and the patient had a previous lasik procedure. Additional information was provided by the facility that the patient needed additional cylinder. The iol was exchanged for a different model iol with more toric power and .5 diopter difference in power. There was no patient harm and is now very happy.